Event description:
Reference number(B)(4) event occurred in the united states. It was reported that patient faced infusion set kinked cannula event. Event occurred after three hours of insertion. Insertion site was at abdomen. Highest blood glucose levels were reported to be 533 mg/dl during the event. Patient took correction bolus via pump and multi daily injections to address the event. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.